Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reported they will change supplies to address the issue.. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.